Manufacturer narrative:
H6: evaluation codes updated. One video was provided for investigation. The reported problem could not be confirmed within the video. If the device is returned, we will reopen the investigation for further evaluation. A device history record could not be done as a lot number was not provided by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that during surgery a foreign matter was found inside the lock port. There was no patient harm/adverse event reported due to the event.